Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the cgm was low and there was no bg taken for comparison. There were no symptoms reported. She was advised to treat the patient with orange juice and something to eat to help the glucose level rise but the cgm continued to read low. The patient was then taken to providence immediate care. They stayed at the immediate care facility until (B)(6) 2025. There was no information provided of treatment or medical intervention. The call got disconnected and dexcom technical support was unable to reach the reporter to gather additional information. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).